Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The proximal shaft of the 3.0x12 mm xience xpedition stent delivery system (sds) separated during advancement in the guiding catheter. No resistance was felt during advancement. A new sds was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.